Manufacturer narrative:
Arjo received information about scale affixed onto a maxi sky 1000 malfunction. The scale can be added as an optional accessory to the arjo maxi sky 1000 and is installed between the ceiling lift and the spreader bar. The resident was prepared for transfer for a computed tomography (CT) exam. When the tension was applied to the sling, the scale attachment broke causing the spreader bar disconnection. The spreader bar landed on the CT technician's right hand. No injury was sustained. The broken bottom scale attachment bolt, connecting the scale with the spreader bar, was returned to the manufacturer for testing. The manufacturer analysis confirmed that bolt broke. The breakage was caused by the asymmetry of the spreader bar, which is unable to rotate freely around 3 axes. As a result, the assembly is unable to withstand uneven long-term stresses. The maxi sky 1000 and a suspended scale (model number: 700-00526 and serial number: (B)(6) were used as a system. The scale assembly broke and from that perspective, the system was not up to manufacturer¿s specification. No injury was sustained. The complaint was decided to be reportable due to risk of spreader bar detachment due to scale failure.

Manufacturer narrative:
The scale was requested to be returned for further testing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo received information about maxi sky 1000 ceiling lift malfunction. The resident was prepared for transfer for a computed tomography (CT) exam. When the tension was applied to the sling, the scale attachment to the spreader bar broke. The spreader bar landed on the CT technician's right hand. No injury was sustained. Arjo representative conducted a device inspection after the incident. The lower scale attachment bolt, connecting the lift with the spreader bar, was broken.